Event description:
Rptr stated that user from facility reported that unit was overfilling final containers. He based this on testing he did where he programmed stations to pump 100 ml of sterile water into an empty container and then transferred the water to a graduated cylinder. On station 2, the measured volume was 112 ml. He tested 2 other stations with similar results. Rptr cautioned user about accuracy and tolerances of graduated cylinders and that a gravimetric test would be more reliable. The user then tested the unit gravimetrically by taring an empty bag, programming the unit to fill it with 100 ml sterile water and weighing the filled bag. Net weight = 139.0 - 30.9 = 108.1 grams error is 8.1%, exceeding the MFR's specification limit of +/-5%. The unit was sent to the MFR for evaluation. No pt involvement.